Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 256 mg/dl at the time of the call. The caller did not mention how the customer was treated. The caller did not mention any symptoms. It was reported that the customer was wearing the insulin pump during the incident. The customer was having sensor glucose versus blood glucose differences. The caller stated the customer was treating based on sensor glucose readings. Troubleshooting was not completed as the caller declined. The sensors will not be returned for analysis.